Event description:
A user facility reported that three pts experienced "toxic or allergic type reactions." It was reported that there was no hypopyon and pts responded to steroid treatment. This is the third of three medwatch reports being filed for this reported event.